Event description:
On change of shift, rn coming off reported that left external ventricular drain (evd) had significant drainage. Mds already aware and in process of repairing. Dr at bedside to cut out cracked portion, suture end, and connect new tubing. Repair was successful. Left evd drained ~13 ml of yellow cerebrospinal fluid (csf) shortly after. Intercranial pressures (icps) remained stable. Changed dressing; no new drainage noted after repair. Right evd intact, no cracks noted.